Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a drg lead revision procedure. During the procedure, the surgeon was unable to access the patient's epidural space to revise the position of the lead due to their anatomy. As a result, the physician decided to explant the system.